Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg became inoperable due to unresolved charging difficulties due inconsistent connection between the ipg and charger. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the ipg had unresolved connection issue between the ipg and charger that lead to recharge burden. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was replaced to address the issue.

Manufacturer narrative:
Correction to b5: it was reported that the ipg had unresolved connection issue between the ipg and charger that lead to recharge burden. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was replaced to address the issue.